Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed a cardiac tamponade. The case was aborted and the effusion was drained. The patient's hospitalization was extended for recovery. No further patient complications have been reported as a result of this event.